Event description:
The customer reported the white blood cells (wbc) on patient samples were intermittently high on the coulter lh 750 hematology analyzer. Print outs of the erroneous results were requested but were not provided by the customer. Erroneous patient results were not reported out of the lab and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the electrodes in the white blood cell (wbc) bath were defective. The fse replaced the wbc bath assembly, which repaired the high wbc results. The repairs were verified per established procedures. (B)(4).